Event description:
Patient reported a leak at the filter on IV tubing on saturday (B)(6) 2020. Patient was able to switch to new tubing which worked without leaking. Patient no longer has the packaging or tubing that leaked, therefore was unable to provide any lot/expiration information. No adverse event reported. No additional information available. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? No; did we replace device? No, patient had additional tubing on hand did the patient have a backup they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes. Reported to (B)(4).